Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw detached and loose from the rest of the device. The top jaw was severely bent. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed due to the condition of the returned sample. However, the device was disassembled in order to inspect the internal components. It was found that both jaws were bent. The channel pivot holes for the jaws were deformed indicating that a significant side load was applied to the jaws causing them to bend. The sample was returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "tip broken and fell off" was confirmed based upon the sample received. The sample was returned with the bottom jaw detached and loose from the rest of the device. The top jaw was severely bent. The channel pivot holes for the jaws were deformed indicating that a significant side load was applied to the jaws causing them to bend. At the time of manufacturing assembly, the autoend05 is(B)(4) inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
Received via medwatch# (B)(4). During a procedure, the clipper was not working correctly and was removed from the patient. On the surgical field the tip of the clipper broke and a piece fell off. A new clipper was opened and the broken clipper was removed from the field. No harm came to the patient and the procedure was completed as planned.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1900663 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Received via medwatch# (B)(4). During a procedure, the clipper was not working correctly and was removed from the patient. On the surgical field the tip of the clipper broke and a piece fell off. A new clipper was opened and the broken clipper was removed from the field. No harm came to the patient and the procedure was completed as planned.